Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified transurethral follow-up procedure, a ceramic insulation was found inside and successfully retrieved from the patient¿s bladder. It is unknown when exactly this fragment fell inside the patient but it was suspected that the ceramic insulation had broken off from an inner sheath during a therapeutic transurethral resection of the bladder tumor (turbt) procedure in (B)(6) 2017. However, there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation, thus, the exact cause of this damage could not be conclusively determined. However, the investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off. It is most likely that the cause of this damage and the breakage of the ceramic insulation is caused by thermal overload (laser-induced). Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.